Event description:
It is reported that although the clicking sound was heard when inserting the 10mm surface, it came off easily with elevator. The surgeon completed the surgery with 12mm surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.